Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed the "pressure transducer test" during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site and the expiratory pressure sensor printed circuit board (pcb) was replaced and returned for investigation. The reported failure in the pressure transducer test during pre-use check was reproduced during simulated use test of the returned expiratory pressure sensor pcb in a ventilator. The failure was caused by a defective pressure transducer on a printed circuit board. Microscopic inspection of the pressure sensor showed that there was dirt/particle in the ceramic cavity on the top of the sensor's chip. Earlier investigation of other similar problem has shown that once dirt/particle was removed the pressure sensor was functioned normally. In this case it was not possible to clean the cavity. The pressure transducer is part of the pressure measuring system. The failure of the pressure transducer leads to inaccurate gas pressure regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.